Manufacturer narrative:
(B)(4).

Event description:
Information received from the consumer patient with an implanted pump. Indication for use was noted as non-malignant pain. It was reported that the patient's pump was removed on (B)(6) 2015 due to a (B)(6). There were no troubleshooting or interventions reported. In addition, the patient outcome and drug in the pump were unknown. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 14-mar-2018 from the patient who reported that her pump was removed two weeks after implant because she had a serious staph infection. She had a big purple tennis ball at the implant site. They opened her up immediately; cleaned it out; and 4 days later they took the pump out. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(6) pounds is an approximate patient weight. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. The patient¿s weight at the time the received their first pump was approximately (B)(6); the reporter was not sure and was making an estimated guess. It was further noted that patient was not at that weight now. On (B)(6)2018 a consumer further reported that the patient¿s weight should be in the medical charts and was between (B)(6) pounds approximately.